Event description:
The patient reported the retainers received in (B)(6) 2024 were very loose and did not fit the teeth. The patient wore them hoping them would adjust but the fit is still not good, especially the bottom. The patient also noted teeth discoloration and end results not met.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.